Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (9567219) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during mechanical thrombectomy procedure targeting an occlusion tine common carotid artery to treat a left-sided cerebral infarction, the devices were used in accordance with the instructions for use (ifus). The 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9567219) was selected and an approach was made from the right brachial artery. Calcification was found in the let common carotid artery to the internal carotid artery, and stenosis was also observed making the insertion of the emboguard bgc difficult. As a result, the emboguard bgc advanced while slightly inflated. During the advancement, the emboguard bgc may have contacted the calcified lesion resulting in the balloon becoming damaged. The emboguard was pulled from the patient¿s anatomy and replaced with an optimo flex balloon guide catheter (tokai medical products). It was reported that ¿as brachial approach was difficult, [access was] switched to femoral approach and resumed the procedure. Then the thrombectomy was performed and was successfully completed. Continuous flush was maintained. There was no negative impact to the patient. On 22-may-2025, additional information was received. Per the information, the damage on the emboguard balloon was noted during the advancement of the balloon. The issue was found before the emboguard reached the target lesion. ¿the emboguard was advanced with slightly inflated, but it was not fully inflated at the lesion. The emboguard was withdrawn from the patient¿s body before it was used at the lesion.¿